Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect sodium gen.2 results for multiple patient samples and qc material. One example was provided as an initial result of 153 mmol/l and repeat results of 155, 155 and 160 mmol/l. The result of 155 mmol/l was believed to be correct. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The lot number and expiration date for the sodium electrode were requested but were not provided. The field service representative found the sample probe was dirty. He replaced the sample probe, verified the adjustment, and checked the gear pump pressure. The customer ran calibration and qc which was acceptable. Upon further investigation, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The investigation was unable to distinguish between a human-factors issue, calibration issue, contamination, or an ise/reference flow issue. The actions performed by the field service representative were reasonable preventive maintenance measures.